Manufacturer narrative:
A complete lead was returned in one piece. Electrical tests and visual inspection found no anomalies except procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a chronic right ventricular lead had failed the defibrillation threshold test. The lead was explanted and replaced on (B)(6) 2019. The patient was discharged after the procedure.